Manufacturer narrative:
Investigation details: the c-ring cradle and the scope wash tubing were rec'd detached from cannula. The complaint is confirmed. It was determined that the detachment occurred due to the lack of adhesive on the c-ring wire or inside the c-ring cradle. Manufacturing personnel will be notified. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a procedure, the c ring became disconnected from the uniport plus. The disconnected part needed to be retrieved from the pt's leg without any problems. A new device was used to complete the case. No further pt complication was reported by hosp.